Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer took sensor out and there was no electrode. The customers blood glucose level was 118 mg/dl at the time of incident. The customer stated that when sensor started warming up and then updating. Customer stated that the electrode was not in skin. The sensor will not be returned for analysis.